Manufacturer narrative:
Product development investigation was completed. A device history record (DHR) review, device inspection and drawing review were performed as part of this investigation. The returned devices are intended for use during lag screw insertion in the dynamic hip and dynamic condylar screw (dhs/dcs) system. Information concerning recommended use is provided per the dhs/dcs system technique guide. The coupling screw was received with a roughly transverse break at the proximal most thread. The broken portions were not received. The balance of the device shows surface wear consistent with use and which would not impact the functionality. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. A material check or hardness check were not performed at customer quality (cq) as there is no indication that the material or hardness would have contributed to this complaint for this 20+ year old reusable instrument breaking. Relevant drawings were reviewed. The relevant inner and outer diameter of the threaded feature could not be inspected due to the damage and missing portions. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The breaks sustained by the coupling screw are consistent with exposure to force beyond the yield limit of the material. However, given the unknown circumstances at the time of the breakage a root cause cannot be definitively determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient weight was not provided for reporting. Implant and explant dates: device is an instrument and is not implanted / explanted. The broken coupling screw threads remain in the lag screw -which remained implanted into the patient¿s femur. Device history records review was completed for part# 338.20, lot# 1078. Supplier: (B)(4), release to warehouse date: oct 15, 1996. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient underwent surgery for the hip fracture repair. Subsequently, the surgeon was unhappy with the positioning of the original 2-hole dhs plate, and the patient was returned to the operating room to replace the plate with a larger 4-hole plate on (B)(6) 2017. A dynamic hip screw (dhs) hardware removal and revision was performed on (B)(6) 2017. During the revision, the threads on a coupling screw broke off into the lag screw. This occurred after the lag screw had been implanted, as the surgeon was trying to implant the larger plate. The threads on the end of the coupling screw broke off into the lag screw (they were not able to use a compression screw). There was a surgical delay of approximately one minute to figure out how to proceed. Fragments of the broken coupling screw threads remain in the lag screw -which is implanted into the patient¿s femur. Removed hardware included the original 2-hole plate (intact) and one cortical screw (intact). The final revision construct was the 4-hole dhs plate, the lag screw and (3) cortical screws. No additional x-rays or other medical intervention were required. The procedure was completed successfully with the patient in stable condition this complaint captures the broken dhs®/dcs® coupling screw instrument during the revision. (B)(4) captures the need of revision surgery. Concomitant devices.: dynamic hip screw (dhs); (item# unknown, lot # unknown, quantity 1 each). Cortex screw: (item # unknown, lot # unknown, quantity 1 each). Dhs 2 hole plate: (item # unknown, lot # unknown, quantity 1 each). DHR/dcs guide shaft: (item # 338.21, lot # unknown, quantity 1 each). This report is for one (1) dhs®/dcs® coupling screw this is report 1 of 1 for (B)(4).